Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2022, the patient's child reported that the patient experienced inaccurate cgm values which occurred an unspecified number of days after the sensor had been inserted into an undisclosed location. Per report, the patient experienced diabetic ketoacidosis (dka) and was hospitalized due to dka on three separate occasions. There were no specific symptoms reported. The patient was hospitalized on (B)(6) 2022, discharged on (B)(6) 2022, hospitalized on (B)(6) 2022, discharged on (B)(6) 2022, and hospitalized on (B)(6) 2022 and discharged on (B)(6) 2022. For the event date of (B)(6) 2022, the cgm was reading 230 mg/dl and the blood glucose reading was 697 mg/dl. Per report, the patient also experienced myocardial infarction. While hospitalized, the patient was treated with insulin, cholesterol lowering medication and blood thinners (amount and type information is unavailable). At the time of the report, the patient was receiving home nursing care. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient's daughter stated on (B)(6)2022, the patient experienced inaccurate readings where the cgm was displaying 230 mg/dl and the patient's bg was 697 mg/dl. The patient's daughter called the paramedics. When the paramedics arrived, they transported the patient to the hospital where they were diagnosed with diabetick ketoacidosis. The patient could not recall what treatment was provided to them while in the hospital. The patient was released from the hospital on (B)(6)2022. The previously reported hospitalization dates of (B)(6)2022 and (B)(6)2022 in the initial MDR were for a non-dexcom related events. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.